Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument and multiple white reload accessories were re-evaluated by the intuitive surgical inc., (isi) quality engineering (qe) team. Following information was obtained : the probable root cause of the reported complaint is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument and multiple white reload accessories to perform failure analysis. The instrument was analyzed and was found to have a lodged staple in the I-beam assembly. As a result, the bevel spur gear was binding, and I-beam had stalled in the lockout area, which cause the instrument to fail reload recognition. A review of logs further confirmed that instrument had multiple reload recognition failures. The white reload accessories that were an associated products returned with the stapler instrument were analyzed by failure analysis team. The accessory (48360w-08) was returned fully fired. The reload was found to have a lodged staple that was wedged ahead at the blade stopping point. This could prevent the blade from progressing through the full firing trajectory. The reload cover was removed, the shuttle was pulled forward to allow access to the knife. The knife was inspected and it was found to have a damaged blade with mechanical indentations on it. There was no cartridge damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument read the wrong color. The procedure was completed with no reported injury.